Event description:
It was reported that the device shows the cassette not locked even though it was. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have "cassette partially unlatched" alarm messages. The cause of the customer reported problem was the latch/lock sensor was damaged/not working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch/lock sensor.